Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the procedure date (dd/mm/yyyy)? This information was not available. What date did the reaction occur on (dd/mm/yyyy)? This information was not available. What does the reaction look like and how large of an area does the reaction cover? The reaction appeared as widespread, patchy red-black discoloration over the entire prineo application site on the tka incision. Do you have any pictures of the reaction? Yes, a photo was shown to the reporter at the conference, but it is not available for sharing. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. The prineo was removed immediately upon noticing the reaction. Hyaluronic acid treatment was initiated. No re-operation or re-closure was reported. If medication was required, please clarify if it was prescription strength. This information was not available. Can you identify the lot number of the product that was used? This information was not available. What is the most current patient status? The patient is still hospitalized but expected to be discharged next week. The wound condition is generally improving. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This information was not available. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): dr. (B)(6), orthopedic surgeon, (B)(6) hospital. Are the photos available to share? No, the photo is not available for sharing. Was the patient¿s hospitalization prolonged due to this event? This information was not available. What was the procedure date? This information was not available. Was any prescription strength medication prescribed? Please specify? This information was not available. Was the hyaluronic acid a prescription medication? This information was not available. Was any surgical intervention performed? No surgical intervention was reported. Please describe how the adhesive was applied. This information was not available. How was the wound cleaned and dried prior to prineo application? This information was not available. What prep was used prior to, during or after adhesive use? This information was not available. Was a dressing placed over the incision? If so, what type of cover dressing was used? This information was not available. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? This information was not available. Is the patient hypersensitive to pressure sensitive adhesives? This information was not available. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? This information was not available. Patient demographics: initials / ID, gender, age or date of birth, bmi? This information was not available. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? This information was not available. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? This information was not available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This information was not available. Lot number of product used? This information was not available. Current patient status? The patient is still hospitalized but expected to be discharged next week. The wound condition is generally improving. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician suspects a causal relationship between the product and the skin reaction.

Event description:
It was reported that a patient underwent a total knee arthroplasty for knee osteoarthritis on an unknown date and topical skin adhesive was used. The patient experienced skin inflammation around the topical skin application site in the early postoperative period about one week after surgery. The area where the topical skin adhesive had been applied, was mottled and reddish-black overall. The product had already been removed. The symptoms calmed down after the product was removed. However, it is unknown what is currently happening with the areas that subsequently became inflamed and turned darkish-brown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: prineo was peeled off one week after the surgery. The affected area is currently undergoing treatment with methods such as hyaluronic acid. The patient is still in the hospital, but the patient will be discharged next week. The current condition of the wound is generally improving. The complaint finding was discovered one week after the surgery, and the product was immediately peeled off, but the doctor still believes that there may have been a casual relationship with the product. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are the photos available to share? Was the patient¿s hospitalization prolonged due to this event? What was the procedure date? Was any prescription strength medication prescribed? Please specify? Was the hyaluronic acid a prescription medication? Was any surgical intervention performed? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event?